Manufacturer narrative:
No product was returned for eval. The lot number is unk, so it was not possible to review the device history record.

Event description:
The pt underwent a right, unilateral mastectomy on (B)(6) 2009 with a single stage, right breast reconstruction using veritas collagen matrix. The pt developed an infection which was not cultured. The pt had 1 drain placed in the pre-pectoral space for a total of seven (7) days after the initial surgery. The pt received oral antibiotics post-operatively.